Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) would not flow; further described as "not dripping". This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The companion sample was received in a condition that did not allow further evaluation. Due to the nature of the returned sample, a functional flow test could not be performed. Therefore, the reported condition of no flow was not verified from the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter was unable to determine root cause for the no flow report. The probable causes of no flow reports could include air bubbles in the glass capillary. The product instruction for use, details a force priming technique to resolve the no flow situation, drug precipitate blocking the fluid path and drug residue blocking the glass capillary. These probable causes are all considered use-related factor. Should additional relevant information become available, a supplemental report will be submitted.